Event description:
Information received indicates the siderail latch bars are hanging down and the siderail will not latch.

Manufacturer narrative:
The technician found the shoulder screws for the siderail latch bar was missing. The technician replaced the screws to repair the stretcher.